Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain 4) alarm was identified in the log. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6)2014 at 11:15:58. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The high drain alarm was identified in the event history log review. A visual inspection and functional testing were performed with no issues found. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.